Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that wen the patient presented via remote transmission, backup vvi was noted on the patient's device. The patient presented in clinic next day. Programming changes were made, and device was restored to normal settings. The patient was stable.